Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned possibly voiding about 4 x's. Patient thought that their right lead had come loose but was not 100% sure. Per patient increased amplitude level to 8.0 but could not feel any stimulation. Patient asked that they could switch to left side check but advised to consult with doctor for more information. There were no complications or that no further complications were reported.